Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via solutions tracker, the customer had reported she experiences multiple high blood glucose over 600 mg/dl episodes. Customer thinks high may be due to medications the doctors have her on for recent medical problems. The medical problems are also unrelated. Customer had been on prednisone for a period of time. Customer declined being transferred for troubleshooting assistance. The device is not being returned for analysis.